Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was rejected due to particulate matter. The particles appeared to be plastic in nature. This was identified at the compounding facility. The device was filled with cefazolin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 14, 2022 - march 15, 2022. H10: the actual sample was received for evaluation. Visual inspection was performed using a magnifying lamp, with a magnification of 2.00x, which revealed a white particle measuring 1.72 mm in length floating freely in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be acrylic material via ftir test (fourier-transform infrared spectroscopy). Acrylic is the material of the stressmember. The stressmember is located inside the bladder. Therefore, acrylic particles are not foreign or contaminated matter. The reported condition was verified. The cause of the condition was that tiny shavings from the plastic stressmember may have become loose and got stuck into the body during manufacturing. The stressmember has a 5-micron filter which prevents acrylic shaving or any particulate matter from moving out of the bladder, downstream of the fluid path. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.